Event description:
It was reported that the patient was inpatient and developed complications during the screening process, trial pre-dosing prior to implant. The patient had an adverse event of liver dysfunction that had a probable relationship to the medication, was severe and required intervention. The patient outcome as of (B)(6) 2013 was ¿recovering¿. The patient was administered 37.5. ¿g for the screening on (B)(6) 2013, and spasticity improved after administration but a fever of 39 degrees developed 2 times. There were steps taken to bring down the patient¿s fever, but reported information was illegible, thus unclear. Blood was collected on (B)(6) 2013, at which time liver dysfunction and leukocytosis were found. Since the underlying disease department of pediatrics management, the patient was to return to the previous physician for treatment. As for the progress, the patient developed ¿rhabdomyolysis¿ and kidney/liver failure and was treated at chiba children's hospital. The patient has returned to the previous physician and is undergoing rehabilitation. It was noted that the patient had a complication of ¿adrenoleukodystrophy¿, as a continuing medical condition: disease and symptoms present at the start of the screening. The medication being delivered during the trial was gabalon.

Event description:
It was further reported that the patient¿s final check was completed on (B)(6) 2013. The patient was on antispasmodic drugs including dantrium capsules and gabalon and these were reported as ¿continuing.¿ the patient had physical therapy/work therapy to maintain range of motion. The patient¿s past history was reported as the diseases and symptoms no longer present at the start of screening and surgical history. The patient¿s vital signs were a heart rate of 87 and a blood pressure of 96/52 at pre-screening and a heart rate of 110 at the first dosing. The screening efficacy assessment was reported as effective. The patient¿s fever resolved by screening.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Model was updated. (B)(4).

Event description:
It was further reported that the patient had fluid load (with ascites);diuresis. On (B)(6) 2013 test data showed worsened values related to ck, ast, act, cd ¿illegible¿ and the patient was transferred to the children's hospital. Intensive care unit (ICU) management was required due to worsening of ¿illegible¿ during the nighttime. On (B)(6) 2013 with the general condition stabilized, the patient returned to the previous hospital. On (B)(6) 2013, no issues were detected in the blood test and the patient was determined to be recovering. On (B)(6) 2013, the adverse events "impaired liver function" and "rhabdomyolysis" were judged as improving. The patient¿s test values were taken on (B)(6) 2013 (pre-dosing) and were reported as follows: got-39, gpt-21, and cpk 633. Test values were again taken post gabalon administration on (B)(6) 2013 three times and were as follows: got 729, 1708 and 1664; gpt-403, 938, and 991; and cpk-1706, 3180 and 3938. Tests were also taken on (B)(6) 2013 and included the following: go t-9816 and 16974; gpt 5034 and 8543; and cpk ¿816x¿ and 10088. On (B)(6) 2013 the tests revealed the following: got 33, gpt 19 and cpk 18 with the patient's outcome reported as ¿in remission.¿ in regards to the rhabdomyolysis it was reported as ¿no particular reasons for the diagnosis of the rhabdomyolysis. There was also reported that there were other potential causes other than the investigational drug for the rhabdomyolysis that being along with the underlying disease (adrenoleukodystrophy). The patient had constitutional tendencies to induction of worsening of the general condition under stress. It was also reported that it was possible that the event was induced by "dehydration along with heavy sweating". As this was related to the impaired liver functions and rhabdomyolysis and not separate events. In relation to a causal relationship to the preparation gabalon intrathecal it was reported that there might be causal relationship, but, the patient's pathological condition and constitutional tendencies may greatly be involved. Additional information was requested to verify the illegible data. A supplemental report will be filed if additional information is received.

Event description:
The following information was further clarified. On (B)(6) 2013, since the patient was a child and the underlying disease must be managed, the patient was returned to the previous physician. "Fluid load (with ascites dehydrator) diuresis. The event worsened, like on the 5th" was changed to "fluid load (dehydrator) diuresis" as this is the same related event. Also the (B)(6) 2013 entry was changed from "examination data worsening further ck, ast, act, cdm young item, alt, ldh sudden increase, child hospital transfer, ICU management for further worsening kidney function at night. Because it is worsening, ICU management" to "examination data worsening further ck, ast, alt, ldh sudden increase." The child required a hospital transfer due to worsened kidney function at night and required ICU management." The dehydration was to be treated as an event related to rhabdomyolysis and liver dysfunction.